Manufacturer narrative:
The returned cable was evaluated and passed the visual inspection. During continuity testing the cable failed due to an open circuit and kink in the conductor jacket. As a result this caused the sensor off patient error message to be displayed intermittently. Failure may have been caused due to cable being coiled up when not in use. (B)(6).

Event description:
The customer reported intermittently would display values and then suddenly display no values with no error message. No patient impact or consequences were reported.